Event description:
Patient reported that she had low blood sugar on (B)(6) 2019. This was the patient's first day on the v-go. Patient said that she did not understand bolus clicks, i.e. One click is 2 units. She also did not understand when to click. The patient's blood sugar was measured at 42, but this was after she was given a glucagon shot. The patient reported that she was sweating and then blacked out. Paramedics were called, and the patient was taken to a hospital ER, where she was treated and released the same day.